Event description:
It was reported that patient experienced blurred far vision after the implantation of preloaded toric intraocular lens. Consequently, the lens was explanted during secondary surgery and replaced with the monofocal lens. Directions of use were followed. Detailed information regarding the replacement lens could not be disclosed due to personal data privacy. The product is not available for return. No other information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, a photo was received. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photo show the suspect lens and the lens was observed to be cut into 3 pieces with one of the haptics observed to be detached. Since no product has been received no further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.